Event description:
Perfusionist reported that two hours into a bypass case, the device's motor rpm's dropped from 2500 to 1000. The pressure appeared to have also dropped, however, circuit flow display maintained 6 l/m. Device was removed from the circuit, and replaced with a back-up unit. Case was continued with no further problems. The pt was very ill, and it was a diffficult case, however, she did not feel the pt's condition was due to the device incident.